Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and detachment occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous front arm shunt vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced to the target lesion and inflated to 24atms/60sec. During the second inflation at 29 atms/60sec a balloon rupture and circumferential tear occurred. During withdrawal the mustang balloon "lifted", got caught on the 5fr non bsc introducer sheath and the balloon detached. The shaft of the mustang balloon catheter was cut in attempt to remove the detached balloon, but was unsuccessful. Surgery was performed and the detached balloon was retrieved. No device fragments remained in the patient's anatomy. No further patient complications were reported and the patient's status is listed as stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and detachment occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous front arm shunt vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced to the target lesion and inflated to 24atms/60sec. During the second inflation at 29 atms/60sec a balloon rupture and circumferential tear occurred. During withdrawal the mustang balloon "lifted", got caught on the 5fr non bsc introducer sheath and the balloon detached. The shaft of the mustang balloon catheter was cut in attempt to remove the detached balloon, but was unsuccessful. Surgery was performed and the detached balloon was retrieved. No device fragments remained in the patient's anatomy. No further patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device noted that the balloon was torn circumferentially at approximately 20mm distal to the proximal transition zone. The distal portion of the balloon is attached to the distal tip. The single lumen shaft is severely stretched and bunched up in appearance. It is broken just distal to the lapweld area. The shaft of the device appears to have been severed at approximately 10mm proximal to the proximal transition zone. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The dfu states "do not exceed the rated balloon burst pressure." (B)(4).